Event description:
Per the clinic, the patient developed skin flap inflammation, infection, and pus discharge at the implant site on (B)(6) 2025 (specific date not reported). Drainage procedures under local anaesthesia were performed on (B)(6) 2025 (specific dates not reported). The patient subsequently underwent debridement under local anaesthesia on (B)(6) 2025 (specific date not reported). As the symptoms persisted, an additional debridement procedure under local anaesthesia was performed on (B)(6) 2025 (specific date not reported). The patient underwent a further drainage procedure on (B)(6) 2026 (specific date not reported); however, the issue did not resolve. The patient was subsequently hospitalized (specific date and duration not reported) and treated with oral and intravenous antibiotics (specific dates and duration not reported). Due to the persistent infection, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.